Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation is in progress.

Manufacturer narrative:
The complaint can be verified. Result e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.

Event description:
Patient reported while pressing the check button on the infusion device, an e7 (electronic error) message appeared. On (B)(6) 2013, preliminary evaluation showed an e7002 in the history; vibrator defect. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.